Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Interrogation revealed that the right ventricular lead exhibited oversensing of noise leading to pacing inhibition. Programming changes were made. The patient was stable.

Event description:
New information received notes that the right ventricular lead exhibited noise with noise reversion episodes and low pacing impedance. Programming changes were made. The patient was stable.